Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: investigation summary: visual inspection: the 14/130 deg ti cann tfna 400/left-sterile (p/n: 04.037.461s & lot #: h130918) was returned and received at us cq. Upon visual inspection, it was observed that the device was broken through the walls of the helical blade opening of the nail. There were scratches on the device which have no impact on the device functionality. No other issues were identified with the returned device. Device failure/defect identified? Yes. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the device was received in broken condition. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: product code #: 04.037.461s. Synthes lot #: h130918. Supplier lot #: n/a. Released to warehouse: 28jun2016. Manufactured by: monument. No ncrs were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The subject device is received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, the patient underwent a procedure 14/130 deg ti cann tfna 400/left-sterile broke into tfna nail. Procedure was successfully completed. Concomitant device reported: unknown helical blade (part # unknown, lot # unknown, quantity 1); unknown locking screw (part # unknown, lot # unknown, quantity unknown). This report is for one (1) 14/130 deg ti cann tfna 400/left-sterile. This is report 1 of 1 for (B)(4).